Event description:
No death or serious injury occurred. If a user tries to change the treatment machine in the vision software for one of the treatment fields and mistakenly selects a machine without a matching accessory, the accessory (mutlilead collimator or dynamic wedge, for example) can be removed from the plan. A warning is displayed describing how the field will be converted, alertng the user to the fact that there was a mistake. The user can then choose to cancel the operation and pick the correct machine from the drop down menu. The user may assume at this point that the treatment plan retains its original accessories, because the original operation was canceled. However, this is not the case. Due to the user's intuitive understanding of the cancel function and the fact that this is not the way the system actually functions, we cannot rule out the possibility of serious injury due to patient treatment with a missing accessory (mlc or dynamic wedge).